Event description:
The customer reports: they found a fuzzy needle. Based on the provided photo, there is a string contamination was on the needle.

Manufacturer narrative:
The device history record (DHR) for lot number 825702 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are inspected for foreign matter and molding flash. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported event for this product. Process monitoring data is not collected for the molding machine. A review of the machine setup was conducted and revealed no issues. Additionally, the shop orders for the safety needles and molded shields utilized in the production of this lot were reviewed with no non-conformance records (ncrs) issued against the shop order(s). A review of the entire DHR identified no manufacturing or inspection anomalies. One (1) photograph of a needle assembly (opened) was returned for evaluation. Visual inspection identified a very thin piece of string flash wrapping around the cannula. The string flash originated from the gate of the safety shield, so it¿s not foreign contamination of the device. The reported condition was observed during visual inspection. A review of the sample confirmed the presence of string flash extending from the gate of the safety shield and wrapping around the needle. The most likely root cause was due to flash, which is stringy plastic material attached at the molded part's gate (the entrance to the mold cavity) forming when melted plastic resin remains at the injection gate as the two mold halves separate. The exact root cause of the molding flash could not be determined based on available information. An issue impact assessment (as known as a health hazard evaluation or health hazard assessment) was conducted for magellan gate strings. The biocompatibility testing report for the magellan safety needles revealed that the product demonstrated no evidence of cytotoxicity, the material has no evidence of potential sensitization, no evidence of hemolysis and no evidence of acute systemic toxicity. The biocompatibility testing report confirms the potential harm is low risk. The overall risk score was ¿low¿ for issue impact assessment. Based on the low risk associated with the issue, no additional corrective action will be taken at this time. The reported customer complaint is confirmed. The most likely root cause of this issue is due to flash. This complaint will be used for tracking and trending purposes.